Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emits beeping tones. Review of stored device data in the remote home monitoring system noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted the pacing and shock impedances started to fluctuate when the device started beeping and the right ventricular (rv) lead has a history exhibiting noise. There was no oversensing or pacing inhibition observed. The physician decided to replace the device and rv lead. The ICD was explanted, and the rv lead was capped and left in-situ. The device is expected to return for analysis. Outside of the revision, there were no adverse patient effects. The device returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emits beeping tones. Review of stored device data in the remote home monitoring system noted the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted the pacing and shock impedances started to fluctuate when the device started beeping and the right ventricular (rv) lead has a history exhibiting noise. There was no oversensing or pacing inhibition observed. The physician decided to replace the device and rv lead. The ICD was explanted, and the rv lead was capped and left in-situ. The device is expected to return for analysis. Outside of the revision, there were no adverse patient effects.